Event description:
The customer reported that there was intermittent fast stop activated error messages. This error may cause the system to shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fast stop switch. The system operates as intended.